Event description:
Customer reportedly received results of 396 mg/dl, 300 mg/dl, 175 mg/dl, and 123 mg/dl within 10 minutes on his aviva system. In addition, he reported comparing his aviva system to an unknown aviva system for which no information was available on a different date with results of 280 mg/dl on his aviva system and 130 mg/dl on the unknown aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device but customer no longer has the device so is unable to return it. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer no longer has the device. It is not available for return. Device will not be returned.